Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ac charger board was removed and returned. The malfunction was duplicated and attributed to a faulty fuse on the ac charger board. Analysis for reports of this type has not identified an increase in trend.